Event description:
The customer reported that the system was intermittently displaying a "generator error" on the c-arm display over the previous couple of days, requiring the system to be rebooted to complete the hsg procedures. No injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep observed intermittent error messages occurred when the bus connector on the power pcb was moved. He tightened the connector's pins. The system is functioning properly.